Manufacturer narrative:
D4 : UDI : (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. H3 other text : single-use, device discarded.

Event description:
The customer reported ten (10) unconfirmed false negative results and six (6) false positive results with the ID now covid-19 2.0 test kit for 16 tests performed on (B)(6) 2023 on a nasopharyngeal swab. This MFR. Report addresses false positive result and is test twelve (12) of sixteen (16). Confirmation testing via pcr (platform- smart gene) was performed, which generated a negative result. The customer does not remember the smart gene was performed on which patient. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no impact in the patient's treatment.

Manufacturer narrative:
D4 : UDI : (B)(4). This report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m765121 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m765121, test base part number 192-430 / lot m765121. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m765121 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. H3 other text : single-use, device discarded.

Event description:
The customer reported ten (10) unconfirmed false negative results and six (6) false positive results with the ID now covid-19 2.0 test kit for 16 tests performed on (B)(6) 2023 on a nasopharyngeal swab. This MFR. Report addresses false positive result and is test twelve (12) of sixteen (16). Confirmation testing via pcr (platform- smart gene) was performed, which generated a negative result. The customer does not remember the smart gene was performed on which patient. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no impact in the patient's treatment.